Manufacturer narrative:
On 04 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: cup migration in a cementless tha after 1.5 years. In the post-primary x-rays, the cup appears to be insufficiently covered, with the equatorial area outside of the bone. This is probably due to a rather shallow acetabulum that did not allow full cup coverage. The problem was not caused by a faulty device. Batch review performed on 08 november 2016. Lot 146977: (B)(4) items manufactured and released on 28 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The pain was caused by the cup migrating. The surgeon revised the cup, liner and head. The surgery was completed successfully. Explants are not available.